Event description:
Healthcare professional reported implant was ruptured upon opening the box. It is unknown if a back up device was used and the device did not make contact with the patient. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant was ruptured upon opening the box¿.